Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated after the implant procedure when they were still on drugs, they were told by the manufacturer representative that there was an issue with their lead/they had a faulty lead and that they would need to have another surgery later to fix the lead. The patient stated they didn't recall much else beyond that regarding what the representative had told them or what the exact issue had been because they had been under the influence of medications. The patient stated they didn't know how the issue occurred with the lead or when it occurred and they didn't know when the rep had been made aware of the situation. The patient's reason for call had been to get a message to the rep because they needed more information about the lead problem because they had a follow up appointment with their managing health care provider (hcp) urologist who would be doing the "lead revision" and that they needed more information.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that cause of the faulty lead is unknown. The battery replacement surgery revealed a broken lead. The hcp replaced it. The patient hopes the issue is resolved.